Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: breast implant of unknown type. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation primary procedure with a saline mentor smooth round moderate profile 250cc and experienced deflation on the left breast implant after implantation. The right breast implant has not been affected. Surgery will not be performed on the right breast implant. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate plus profile 250cc, catalog number 3502250, serial number (B)(4), lot number 7433564 on (B)(6) 2018.

Manufacturer narrative:
On 06/01/18, it was reported to mentor that the device history record (DHR) of lot number 5650118 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/07/18, it was reported to mentor that the lot number reported was not confirmed. It is unknown to mentor if the lot number is 5650257 or 5650118. Multiple attempts have been made to obtain further information; however, it has not been made available. If additional information becomes available in the future, it will be properly updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/26/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. During examination, product evaluation team discovered delamination at the valve. No other anomalies were discovered. The complaint was confirmed since a delamination was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).